Manufacturer narrative:
The returned device met specifications and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that patient received a pump replacement due to dimpled pump. The pump bulb was out of shape when the user pressed it. There was inflation issue with the pump and the shape remained same without pressing the deflation button. The patient felt there was malfunction when he pressed the pump bulb. There was no replacement of the reservoir and cylinder the patient outcome was reported as stable.

Event description:
It was reported that patient received a pump replacement due to dimpled pump. The pump bulb was out of shape when the user pressed it. There was inflation issue with the pump and the shape remained same without pressing the deflation button. The patient felt there was malfunction when he pressed the pump bulb. There was no replacement of the reservoir and cylinder the patient outcome was reported as stable.